Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use at the time of the reported event. The philips remote service engineer (rse) inspected the system remotely and confirmed that there was no issue, as it was normal behavior: after a fluoroscopy run, the series could stop on the last image or loop a full run. The rse performed system testing and diagnostics, which did not indicate any abnormalities. The rse changed the epx settings as the customer requested. The rse instructed the customer on how to loop the fluoroscopy and suggested how to change it manually or change settings in epx to make it the default. The system was working as intended. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence; as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product should ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that their routine checks have been satisfactorily completed. Therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform a fluoroscopy loop. No harm was reported to philips. Philips has started an investigation of this complaint.